Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 22-nov-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and abnormal bleeding (seen as genital haemorrhage). She underwent a partial hysterectomy (it was believed that devices had been removed), however plaintiff did not recover and eight years after essure insertion, she had a surgery to completely remove the devices. Both events are listed in the reference safety information for essure. After essure insertion, abdominal pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, events occurred after essure insertion. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between severe abdominal pain and abnormal bleeding and essure cannot be excluded. Additionally, non serious events were reported. This case was regarded as incident, since surgical removal of devices was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device.') And device breakage ('device breakage') in a 30-year-old female patient who had essure (batch no. 626526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation - (2008) with essure placement". The patient's medical history included ovarian cyst, kidney stone, kidney stones and laparoscopy. Concurrent conditions included lumbar strain, hydronephrosis, sjogren's syndrome, pelvic pain, d & c, uterine ablation, excessive menstruation, pelvic mass, corpus luteum cyst, follicular cyst of ovary, peritoneal adhesions and uterine enlargement. Concomitant products included estrogens conjugated (premarin) since 2016, hydroxychloroquine since 2011, ibuprofen (motrin) from 2014 to 2015 and prednisone since 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal increase of menstrual flow/abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In 2008, the patient experienced back pain ("severe back pain/pain,"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") with fatigue. In 2010, the patient experienced depression ("psychological or psychiatric problems condition:depression"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract") and endometriosis ("tumor / teratoma / cancer type: endometrioma") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid and endometrial"). In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash"). In (B)(6) 2016, the patient experienced gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: gi bleed") and genital haemorrhage ("abnormal bleeding"). On (B)(6) 2016, the patient experienced procedural pain ("long and painful post-operative recovery"). In (B)(6) 2016, the patient experienced menopausal symptoms ("hormonal changes describe: premenopausal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and migraine ("migraines"). The patient was treated with antibiotics, surgery (hysterectomy bilateral salpingectomy, unilateral salpingo-oopherectomy lt with partial oopherectomy and hysterectomy with b/l salpingectomy, unilateral salpingo-oopherectomy lt with partial rtoopherectomy), hormone treatment and steriod medication. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, gastrointestinal haemorrhage, systemic lupus erythematosus, dysmenorrhoea, migraine, procedural pain, menopausal symptoms, female sexual dysfunction, depression, rash, uterine leiomyoma and endometriosis outcome was unknown and the genital haemorrhage, menorrhagia, back pain, vaginal haemorrhage, vaginal infection, cystitis and urinary tract infection had resolved. The reporter considered back pain, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, endometriosis, female sexual dysfunction, gastrointestinal haemorrhage, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, procedural pain, rash, systemic lupus erythematosus, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: impression: enlarged left ovary containing a 4.8 cm complex partially cystic partially septate mass. Ultrasound scan vagina - on (B)(6) 2014: results: migration of essure device.. Diagnostic results: on (B)(6) 2016, pathology report final diagnosis included left fallopian tube and ovary, robotic assisted laparoscopic salpingo-oophorectomy: hemorrhagic corpus luteum, multiple follicular cysts, capsular adhesions, fragments of fibrous tissue with foci suspicious for endometriosis, fallopian tube not identified, right ovary, robotic assisted laparoscopic cystectomy: fragments of blood and fibrinous material with fragments of ovarian tissue and foci consistent with endometrioma and malignancy not identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, systemic lupus erythematosus, described medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs and mr received. New reporters added. New event endometrioma was added. Medical history and concomitant conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device.') And device breakage ('device breakage') in a 30-year-old female patient who had essure (batch no. 626526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation - (2008) with essure placement". The patient's medical history included ovarian cyst, kidney stone, kidney stones and laparoscopy. Concurrent conditions included lumbar strain, hydronephrosis, sjogren's syndrome, pelvic pain, d & c, uterine ablation, excessive menstruation, pelvic mass, corpus luteum cyst, follicular cyst of ovary, peritoneal adhesions and uterine enlargement. Concomitant products included from 2014 to 2015, estrogens conjugated (premarin) since 2016, hydroxychloroquine since 2011 and prednisone since 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal increase of menstrual flow/abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In 2008, the patient experienced back pain ("severe back pain/pain,"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") with fatigue. In 2010, the patient experienced depression ("psychological or psychiatric problems condition:depression"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract") and endometriosis ("tumor / teratoma / cancer type: endometrioma") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid and endometrial"). In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash"). In (B)(6) 2016, the patient experienced gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: gi bleed") and genital haemorrhage ("abnormal bleeding"). On (B)(6) 2016, the patient experienced procedural pain ("long and painful post-operative recovery"). In (B)(6) 2016, the patient experienced menopausal symptoms ("hormonal changes describe: premenopausal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and migraine ("migraines"). The patient was treated with antibiotics, surgery (hysterectomy bilateral salpingectomy, unilateral salpingo-oopherectomy lt with partial oopherectomy and hysterectomy with b/l salpingectomy, unilateral salpingo-oopherectomy lt with partial rtoopherectomy), hormone treatment and steriod medication. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, gastrointestinal haemorrhage, systemic lupus erythematosus, dysmenorrhoea, migraine, procedural pain, menopausal symptoms, female sexual dysfunction, depression, rash, uterine leiomyoma and endometriosis outcome was unknown and the genital haemorrhage, menorrhagia, back pain, vaginal haemorrhage, vaginal infection, cystitis and urinary tract infection had resolved. The reporter considered back pain, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, endometriosis, female sexual dysfunction, gastrointestinal haemorrhage, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, procedural pain, rash, systemic lupus erythematosus, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: impression: enlarged left ovary containing a 4.8 cm complex partially cystic partially septate mass. Ultrasound scan vagina - on (B)(6) 2014: results: migration of essure device. Diagnostic results: on (B)(6) 2016, pathology report final diagnosis included left fallopian tube and ovary, robotic assisted laparoscopic salpingo-oophorectomy: hemorrhagic corpus luteum, multiple follicular cysts, capsular adhesions, fragments of fibrous tissue with foci suspicious for endometriosis, fallopian tube not identified, right ovary, robotic assisted laparoscopic cystectomy: fragments of blood and fibrinous material with fragments of ovarian tissue and foci consistent with endometrioma and malignancy not identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, systemic lupus erythematosus, described medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016. The report refers to a female patient of unspecified age who shortly before her essure procedure consulted with her healthcare provider to discuss her permanent forms of birth control, and in (B)(6) 2008, had essure (fallopian tube occlusion insert) coils inserted at the recommendation of her physician. After the implant, plaintiff began suffering from severe abdominal pain, severe menstrual pain, abnormal bleeding, severe back pain, migraines and abnormal increase of menstrual flow. In (B)(6) 2014, plaintiff had a partial hysterectomy and it was believed that the essure had been removed. However, plaintiff continued to have problems and had a subsequent surgery on (B)(6) 2016 to completely remove the essure device. Following the (B)(6) 2016 surgery, plaintiff suffered a long and painful post-operative recovery. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and abnormal bleeding (seen as genital haemorrhage). She underwent a partial hysterectomy (it was believed that devices had been removed), however plaintiff did not recover and eight years after essure insertion, she had a surgery to completely remove the devices. Both events are listed in the reference safety information for essure. After essure insertion, abdominal pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, events occurred after essure insertion. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between severe abdominal pain and abnormal bleeding and essure cannot be excluded. Additionally, non serious events were reported. This case was regarded as incident, since surgical removal of devices was required. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device."), device breakage ("device breakage"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: gi bleed"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included estrogens conjugated (premarin) since 2016, hydroxychloroquine phosphate (plaquenil) since 2011, ibuprofen (motrin) from 2014 to 2015 and prednisone since 2011. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("abnormal increase of menstrual flow/abnormal bleeding (vaginal, menorrhagia"), back pain ("severe back pain/pain,") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2010, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with fatigue and depression ("depression"). In april 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroid and endometrial"). In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In may 2016, the patient experienced gastrointestinal haemorrhage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced procedural pain ("long and painful post-operative recovery"). In 2016, the patient experienced menopause ("hormonal changes describe: premenopausal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, migraine ("migraines") and rash ("rashes or skin conditions,"). The patient was treated with antibiotics, surgery (hysterectomy with b/l salpingectomy, unilateral salpingo-oopherectomy lt with partial rtoopherectomy) and surgery (hysterectomy with b/l salpingectomy, unilateral salpingo-oopherectomy lt with partial rtoopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, gastrointestinal haemorrhage, systemic lupus erythematosus, dysmenorrhoea, migraine, procedural pain, menopause, female sexual dysfunction, depression, rash and uterine leiomyoma outcome was unknown and the genital haemorrhage, menorrhagia, back pain, vaginal haemorrhage, vaginal infection, cystitis and urinary tract infection had resolved. The reporter considered back pain, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, gastrointestinal haemorrhage, genital haemorrhage, menopause, menorrhagia, migraine, procedural pain, rash, systemic lupus erythematosus, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: migration of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters details added. Aka names added. Event added as hormonal changes describe: premenopausal, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinarytract/vaginal), apareunia (inability to have sexual intercourse), depression, autoimmune disorder type of disorder: lupus, rashes or skin conditions, salpingectomy (bilateral removal of fallopian tubes), device breakage, tumor / teratoma /cancer type: fibroid and endometrial, pain, vaginal discharge, fatigue, gastrointestinal or digestive system condition type: gi bleed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas tobayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device."), device breakage ("device breakage"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: gi bleed"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 626526) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation - (2008) with essure placement". The patient's past medical history included ovarian cyst and kidney stone. Concurrent conditions included lumbar strain, hydronephrosis and sjogren's syndrome. Concomitant products included estrogens conjugated (premarin) since 2016, hydroxychloroquine phosphate (plaquenil) since 2011, ibuprofen (motrin) from 2014 to 2015 and prednisone since 2011. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("abnormal increase of menstrual flow/abnormal bleeding (vaginal, menorrhagia"), back pain ("severe back pain/pain,") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with fatigue and depression ("depression"). In april 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroid and endometrial"). In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In may 2016, the patient experienced gastrointestinal haemorrhage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). On 27-may-2016, the patient experienced procedural pain ("long and painful post-operative recovery"). In 2016, the patient experienced menopausal symptoms ("hormonal changes describe: premenopausal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, migraine ("migraines") and rash ("rashes or skin conditions,"). The patient was treated with antibiotics, surgery (hysterectomy bilateral salpingectomy, unilateral salpingo-oopherectomy lt with partial oopherectomy) and surgery (hysterectomy with b/l salpingectomy, unilateral salpingo-oopherectomy lt with partial rtoopherectomy). Essure was removed on 27-may-2016. At the time of the report, the device dislocation, device breakage, gastrointestinal haemorrhage, systemic lupus erythematosus, dysmenorrhoea, migraine, procedural pain, menopausal symptoms, female sexual dysfunction, depression, rash and uterine leiomyoma outcome was unknown and the genital haemorrhage, menorrhagia, back pain, vaginal haemorrhage, vaginal infection, cystitis and urinary tract infection had resolved. The reporter considered back pain, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, gastrointestinal haemorrhage, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, procedural pain, rash, systemic lupus erythematosus, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 5-nov-2014: migration of essure device. On 27-may-2016, pathology report final diagnosis included left fallopian tube and ovary, robotic assisted laparoscopic salpingo-oophorectomy: hemorrhagic corpus luteum, multiple follicular cysts, capsular adhesions, fragments of fibrous tissue with foci suspicious for endometriosis, fallopian tube not identified, right ovary, robotic assisted laparoscopic cystectomy: fragments of blood and fibrinous material with fragments of ovarian tissue and foci consistent with endometrioma and malignancy not identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, systemic lupus erythematosus, described medical device monitoring error. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Lot number added. Historical conditions, concurrent conditions were added. Event added per mr: uterine ablation - (2008) with essure placement. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device."), device breakage ("device breakage"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: gi bleed"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 626526) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation - (2008) with essure placement". The patient's past medical history included ovarian cyst and kidney stone. Concurrent conditions included lumbar strain, hydronephrosis and sjogren's syndrome. Concomitant products included estrogens conjugated (premarin) since 2016, hydroxychloroquine phosphate (plaquenil) since 2011, ibuprofen (motrin) from 2014 to 2015 and prednisone since 2011. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("abnormal increase of menstrual flow/abnormal bleeding (vaginal, menorrhagia"), back pain ("severe back pain/pain,") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2010, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with fatigue and depression ("depression"). In april 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroid and endometrial"). In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In may 2016, the patient experienced gastrointestinal haemorrhage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced procedural pain ("long and painful post-operative recovery"). In 2016, the patient experienced menopausal symptoms ("hormonal changes describe: premenopausal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, migraine ("migraines") and rash ("rashes or skin conditions,"). The patient was treated with antibiotics, surgery (hysterectomy bilateral salpingectomy, unilateral salpingo-oopherectomy lt with partial oopherectomy) and surgery (hysterectomy with b/l salpingectomy, unilateral salpingo-oopherectomy lt with partial rtoopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, gastrointestinal haemorrhage, systemic lupus erythematosus, dysmenorrhoea, migraine, procedural pain, menopausal symptoms, female sexual dysfunction, depression, rash and uterine leiomyoma outcome was unknown and the genital haemorrhage, menorrhagia, back pain, vaginal haemorrhage, vaginal infection, cystitis and urinary tract infection had resolved. The reporter considered back pain, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, gastrointestinal haemorrhage, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, procedural pain, rash, systemic lupus erythematosus, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 5-nov-2014: migration of essure device. On (B)(6) 2016, pathology report final diagnosis included left fallopian tube and ovary, robotic assisted laparoscopic salpingo-oophorectomy: hemorrhagic corpus luteum, multiple follicular cysts, capsular adhesions, fragments of fibrous tissue with foci suspicious for endometriosis, fallopian tube not identified, right ovary, robotic assisted laparoscopic cystectomy: fragments of blood and fibrinous material with fragments of ovarian tissue and foci consistent with endometrioma and malignancy not identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, systemic lupus erythematosus, described medical device monitoring error. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Lot number added. Historical conditions, concurrent conditions were added. Event added per mr: uterine ablation - (2008) with essure placement. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.